Manufacturer narrative:
The analysis print report showed that the pump was programmed to deliver hydromorphone at a rate of 5.994 mg/day, clonidine at a rate of 149.85 mcg/day, and bupivacaine at a rate of 3.9961 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving clonidine (300mcg/ml), bupivacaine (8mg/ml) and dilaudid (12mg/ml) via an implanted pump. Indication for use was noted as failed back surgery syndrome and spinal pain. It was reported that the patient started hearing a critical alarm earlier in the day ((B)(6) 2016) and the pump was just read. The pump logs indicated a reset due to low battery and safe state. No symptoms were reported. The patient had their pump replaced on (B)(6) 2016.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Analysis of the pump found high resistance of the battery. Result code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.